Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with approximately 300 units of insulin. Reportedly, the customer used a non-tandem syringe and may have overfilled the cartridge when filling it. Blood glucose level was 60 mg/dl. Although requested, no additional information was provided by the customer.